Manufacturer narrative:
(B)(4) - device evaluation: on examination, the keypad was not damaged. The bolus button cover and plug were noted to be detached from the pump with the internal contact exposed. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and prohibit the use of the button. Users may expect button damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. In investigation, all the keypad buttons had normal response, spring back and click. The keypad cover was removed for investigation and did not reveal any evidence of contamination or defect. The pump was opened for investigation and did not reveal any defect or contamination of the keypad flex or connector. The complaint was not duplicated during investigation. Audible alarm testing was not able to be performed due to the damage to the audio bolus button.

Event description:
On (B)(6) 2013, the distributor contacted animas stating that the ok keypad button was unresponsive. There was no reported adverse event associated with this complaint. There was no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).